Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the picture is affected on the right side and is dim was confirmed. The probe¿s image has a black spot on the left side. The root cause of the black spot on the left side due to an internal failure of the probe. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by a tm - the picture is affected on the right side and is dim, they believe that the crystals are fine, but the lens of the transducer potentially may be affected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by a tm - the picture is affected on the right side and is dim, they believe that the crystals are fine, but the lens of the transducer potentially may be affected.